Event description:
On (B)(6) 2016, the reporter (patient¿s daughter) contacted lifescan (B)(4) alleging that the lay user/patient¿s onetouch verioflex meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2016 (time not specified) when a reading of 180mg/dl was obtained using the subject meter compared to a reading of 114mg/dl using a onetouch meter (unsure of name), both readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference between these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages his diabetes using insulin (self-adjuster) and reportedly increased his dose of novo rapid insulin to 3 units per day (previously 2 units per day) as advised by his hcp when his readings are high. The patient denied experiencing any symptoms due to the alleged issue and did not specify that any further form of medical intervention was received in response to the reported issue. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, the patient¿s testing technique was correct, the test strips were not expired and an approved sample site was being used. The csr noted that the patient did not have any control solution. Replacement products have been sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.